Event description:
The customer contact reported the pump did not alarm when an occlusion are present. The pump was returned to the biomedical department with an unsigned note that stated, "not recognizing occlusions." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no further info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.